Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 506 mg/dl and low blood glucose of 45 mg/dl, which was treated with food. Customer reported that insulin set kept coming out and she realized that her finger nails were snagging infusion set out. Customer also reported that high blood glucose was due to ignoring low reservoir alarm. Customer reported to have gone to the hospital on (B)(6) 2015 due to a urinary tract infection and had nothing to do with insulin pump. Customer states that blood glucose was out of control at 300 mg/dl to 400 mg/dl at the time. Customer also reported to have issues with absorption. Infusion sets and reservoir would be replaced.